Event description:
The pt had a phalloplasty procedure including implantation of pelvicol in 2005. 7 months later, the surgeon visited the pt who was suffering from intense penis pain and preputial fistula, with purulent seropus outflow. The surgeon decided to hospitalize the pt and performed a surgical inspection under general anaesthesia. The surgeon found a purulent subpreputial phlegmon with plurifissure of the pelvicol itself. The pelvicol was explanted with phlegmon and the surgeon performed a precise curettage of the fistula and its closure.